Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: insufficient blood sample applied to strip note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition improved and they are no longer experiencing symptoms. Customer went to the ER on (B)(6) 2017 and was told that her blood sugar was not so high and only needed to follow a strict diet to control her blood sugars. No treatment was provided customer discharged the same day.

Event description:
Consumer reported complaint for e-2 accompanied by symptoms. The customer is concerned with tests results from results obtained of e-2. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling weak. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms at the time of the cal. However the customer did go to the ER on (B)(6) 2017. The product storage location is undisclosed. During the call on (B)(6) 2017 a blood test was performed by the customer fasting and produced test results of e-2mg/dl using true mertix meter. The test strip lot manufacturer's expiration date is 12/27/2017 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer feels weak, states she is going to ER to avoid any complication since she is not able to obtain a result from the new true metrix meter she purchased today.